Event description:
Revision surgery found pitting and discoloration of the condyles of the insert.

Manufacturer narrative:
Non-destructive visual evaluation was performed on cat#96-0242, pfc sigma tibial insert. The insert was removed due to pain, swelling, osteolysis, and possible infection. The insert demonstrated areas of yellow discoloration, burnishing, pitting, and scratching covering approx 35 % or each condyle. There were also areas of yellow discoloration on the inferior side of the insert, similar to size and location to the discolored areas on the superior side. No apparent material or mfg defects were noted on the component. At this time, jjpi considers this file closed.